Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink near the distal end of the handle. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that faradrive steerable sheath clear selected for paroxysmal atrial fibrillation & atrial tachycardia (paf&at) procedure. Air was noted escaping during aspiration when a 31mm farawave catheter was halfway inserted into the faradrive sheath. Multiple attempts to clear the air were unsuccessful and sheath was replaced. A pressurized bag was likely used for irrigation at a rate of 1-2 cc/min. No blood leakage was observed from the sheath valve, no air was seen in the patient and the guidewire tip was positioned inside the faradrive sheath. Product is expected to return for analysis.

Event description:
It was reported that faradrive steerable sheath clear selected for paroxysmal atrial fibrillation & atrial tachycardia (paf&at) procedure. Air was noted escaping during aspiration when a 31mm farawave catheter was halfway inserted into the faradrive sheath. Multiple attempts to clear the air were unsuccessful and sheath was replaced. A pressurized bag was likely used for irrigation at a rate of 1-2 cc/min. No blood leakage was observed from the sheath valve, no air was seen in the patient and the guidewire tip was positioned inside the faradrive sheath. Product is expected to return for analysis.